Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: an exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Initially, patient reported right side breast swelled up 2 sizes larger, heavy in the front, fall to the side, bigger than they wanted, and an exchange from textured to smooth breast implants due to the patient¿s concern with the product. Later, healthcare professional reported exchange due to swelling and a capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Correction: aware date of parent record should be 21mar2023. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Initially, patient reported right side breast swelled up 2 sizes larger, heavy in the front, fall to the side, bigger than they wanted, and an exchange from textured to smooth breast implants due to the patient¿s concern with the product. Later, healthcare professional reported exchange due to swelling and a capsular contracture baker grade IV. Device remains implanted.